Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker showed five and a half years longevity remaining for a span of less than a year from implant date. Moreover, patient was in atrial fibrillation (af). Engineering analysis determined that the device exhibited high rate atrial sensing that could cause an increase in power consumption. A device programming by turning off the atrial sensing lead was suggested. To date, the device remains in service. No adverse patient effects were reported.